Event description:
After crossing the guide wire, pre-dilation was done with another co's device. A pixel 2.25 x 18 was attempted to be implanted; however, while trying to pressurize the balloon, the pressure stopped at 6 to 7 atm and could not be inflated further. So the pixel was removed from the pt's body, and a balloon rupture was found. Then, a dissection was found at the distal part of the pixel, so another pixel stent was implanted. No pt effects were reported. No additional info was available.